Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in cup 5 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake rod bar broken and pin missing. A search of the hill-rom maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technical replaced the brake bar to resolve the issue based on this information, no further action is required.